Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the chin with 2.5 ml of juvéderm® voluma¿ with lidocaine. The next day, the patient experienced a ¿delayed inflammatory response¿ at the injection site. Three and a half weeks later, the patient developed a ¿cold/flu¿ and experienced a ¿flare up.¿ the patient was prescribed a course of prednisolone. The event showed significant improvement. Event was ongoing.